Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of fluid backing up into the line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11532269 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced air in line and was clogged/blocked/occluded. The following information was provided by the initial reporter: this is causing bedside issues for the nurses. The pump is constantly going off and stating air in line. Also fluid is backing up into the line. I am concerned this can cause patient injury should the line actually get air. In order to remove the air in line they are having to stop the infusion, invert the filter and try to get air out. This should not be necessary. Per customer email response: are there any specific date(s) of event for the reported defect? (B)(6) 2020. Are you able to provide the lot number of the product in question? Not available. However, we are currently stocking lot # (10) 20045772 consistently. Are you able to provide patient identifiers (e.g. Age, weight, d.o.b., gender) for the reported defect? Not at this time. However, if absolutely necessary will search for it. It was for a nicu baby running at a very slow rate. Was there a delay of, or change in, the course of treatment due to the reported event? If yes, please provide details: no.